Event description:
The patient's mother called to report that her son has had v-gos dropping off his upper arm after about six hours on average. The reporter stated it happened with four devices from the same box an this is the first batch this has happened with. The first one was about a week ago and two came off yesterday. The patient's mother said it may be due to sweating, but also she thinks it may have been a problem with the adhesive. She said this has not happened before. The v-go's were all thrown out.